Event description:
The user facility reported that touch panel connected to their hexavue ip custom room rack was not showing an input source. This event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber cabling had become loose and required tightening. To resolve the issue, the technician tightened and secured the fiber cabling, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.